Event description:
It was reported that the patient was not able to adjust stimulation. Display showed "call your doctor" icon. There was a oor (out of regulation) issue. If additional information is received, a follow up report will be sent.

Event description:
Additional information from the patient's health care provider (hcp) showed the cause of the event was an unrelated ophthalmological surgical procedure. No interventions were necessary. On (B)(6) 2012, the device was interrogated. There was an initial error, but then the device was found to be set at the previous settings. The patient outcome was reported as "no injury."

Manufacturer narrative:
Lead: model # 3387s-40, lot # v480091, implanted: 2010 (B)(6), explanted: unknown; extension: model # 37085-60, lot # (B)(4), implanted: 2010 (B)(6), explanted: unknown; extension: model # 37085-60, lot # nkn010849v, implanted: 2010 (B)(6), explanted: unknown; programmer: model # 37642, lot # njz107857n.